Manufacturer narrative:
This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported a site's navigation system camera was showing a connection error. Replacement was requested. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement polaris camera scu shipped to site. Medtronic investigation of returned suspect camera finds that the scu was poorly packaged. When connected to a known good psu, the scu powered up and functioned normally. A check of the event log revealed an intermittent connection issue on port 1. Electrical failure - connection issue - system fault code.